Manufacturer narrative:
Rayner intraocular lenses reports the following investigation findings: our review of production records for the superflex aspheric 920h iol batch 089e93312 showed that all mfg and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were w/o defects. A review of existing vigilance data from the month of manufacture of the superflex aspheric 920h iol (august 2009) was conducted in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been rec'd against the superflex aspheric 920h iol batch 089e93312.

Event description:
Rayner intraocular lenses limited received notification from the (B)(6) distributor of an event that occurred following implantation of a superflex aspheric 920h intraocular lens (iol). The event description provided states that the development of opacification was observed on (B)(6) 2013. For further info please refer to rayner intraocular lenses limited's MDR 9611165-2014-00053.